Event description:
A medley device/alaris pump was programmed to infuse medication at 5cc/hr - infusion delivered 100cc in 4 hours. The pump was tested and was found to be infusing accurately. Log showing infusion set at 5cc/hr with a vtbi of 20cc. Infusion ran for 4 hrs/which would be correct. No fault with device per alaris. Report indicates "misloaded". Reporter has no evidence of a program error, nor could the error be duplicated by hosp's clinical engineering dept. May be attributed to a tubing error/faulty tubing.

Event description:
Add'l info rec'd from MFR 4/26/04: as alaris technician evaluated the unit on-site during a customer visit. The overinfusion could not be duplicated when tested with a properly loaded disposable set. There was no evidence of a programming error noted in the event log. The associated pumping module which was attached to the system at the time of the incident was found to still contain a misloaded set. A visual inspection of the disposable set showed evidence that the upper fitment had been mis-installed into the device. It was concluded that the cause of the overinfusion was a set misload due to user error.